Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of 57 mg/dl. Tandem technical support performed a system check and the pump was found to be functioning as expected. The customer indicated that new medication was being used and requested assistance with changing the pump carb-ratio setting that was recommended by the healthcare provider.